Event description:
The aci sales professional reported that during his lab visit at this user facility the physician informed him that a patient which underwent a peripheral catheterization procedure not that long ago had what the physician considered a minor complication. The patient called several days after the catheterization procedure to report a "lump" in his groin where the mynxgrip vascular closure device 6f/7f had been deployed. The patient was instructed to go to the nearest ER to have it checked. The ER told the patient it was a "small" hematoma (size unknown). The patient called back on an unspecified time and alleged that part of the sealant became exposed outside of his skin. The patient stated that he pulled out of his body the rest of the alleged sealant. The patient also reported that he observed a foul smelling discharge along with whatever he pulled out from the access site. There were no further bleeding complications reported. The physician was not overly concerned but instructed the patient to treat the access site with anti-bacterial cream until the access site healed. The physician believes this might have been a "possible minor local infection at the access site". No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1231302) indicated that the device lot met all established performance criteria prior to shipment.